Manufacturer narrative:
The na and k electrode lot numbers and the albumin reagent lot number and expiration dates were not provided. The creatinine reagent lot number is 73444601 and the expiration date is 31-mar-2024. The total protein reagent lot number is 75011801 and the expiration date is 31-dec-2024. The field service egnineer (fse) found that the quad seals were misplaced on the mixing tower, a blown fuse, a broken probe, and bad fluid in the onboard bottles. The fse replaced the onboard bottles, cleaned up the leaking fluid from the mixing vessel, replaced the broken probe, and replaced the blown fuse. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k, alb2 albumin gen.2, tp2 total protein gen.2, and crep2 creatinine plus ver.2 results for 2 patient samples on a cobas integra 400 plus analyzer. For sample 1, the initial na result was 138.5 mmol/l with flag, the initial alb2 result was 1.3 g/l with flag, and the initial tp2 result was 0.7 g/dl with flag. The sample was sent to another laboratory and the repeat na result was 132 mmol/l, the repeat albumin result was 3.7 g/l, and the repeat total protein result was 6.6 g/dl. For sample 2, the initial creatinine result was 0.13 mg/dl with flag and the initial k result was 3.7 mmol/l. The sample was sent to another laboratory and the repeat creatinine result was 1.17 mg/dl and the repeat k result was 4.3 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) found a broken probe and replaced it and performed indirect and direct ise calibration successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.